Event description:
The customer stated the unit analyzed the patient's heart rhythm and announced "shocked advised." They pushed the button, but the unit did not deliver a shock; it just gave a message. The customer is unsure of what message was given. They tried a second time to shock, but had the same result. The fire department arrived and attempted to resuscitate the patient, but were unsuccessful.

Manufacturer narrative:
Result - (the device performs to specifications). Conclusion - (the device passed release testing and will be returned to the customer). The device is an automatic external defibrillator and the actual device involved was evaluated. The device log confirmed the reported complaint as occurring, but is not associated with a device failure or malfunction (conclusion). The device performs to specifications (result) conclusion). The device log was reviewed by engineering who identified that the device was in ems mode and the user did not activate the device to perform full patient analysis by pressing the 'analyze' button (result code 701). Proper use of the ems mode is defined in the operations section of the device manual and when in ems mode, displays "press to analyze" on the screen. Cause of the reported issue is due to user error (conclusion). A phone message was left for the customer regarding the analyze button not being activated during the event. The device passed release testing and will be returned to the customer (conclusion).